Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and crease fold. A microscopic analysis was performed which identified: broken sharp and non-penetrating nick, near of the broken site, this condition was called surgical impact and wear abrasion. Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as surgical impact.

Event description:
Healthcare professional reported a left side rupture. The device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been removed.